Event description:
Customer reported the system is displaying an error on boot up and will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated pcbs. System operates as intended.